Manufacturer narrative:
The investigation of low pump flow has been completed. The data logs confirmed the failure mode and clinical narrative. Logs showed after pump started, motor current (mc) spiked followed low flow that triggered auto suction response and suction alarms. This event remained to the rest of the case. The visual inspection found no issues on the pump. The returned pump ran with saturated flows for an impella cp (4.0 l/min) indicating a presence of biomaterial despite not reproducing the low pump flow. Although no biomaterial was found under visual inspection but based on data and clinical description review, the root cause of low flow was most likely due to biomaterial ingestion. The biomaterial probably had been expelled during/after pump explant. A2 patient age was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26485. A3 patient gender was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26485. A5 patient race and ethnicity was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26485.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that following implant, the flow rate of the impella cp pump dropped unexpectedly. It was documented that flow rates were not exceeding .2-.3 l/min on all p-levels. The pump was subsequently replaced for ongoing support. There was no noted patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.